Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial visual and microscopic inspection; the instrument showed no broken cable or conductor wires. Manual input of disc knobs exhibited the grips were still able to open and close properly. The instrument was placed on an in house system and driven, the instrument passed recognition and engagement testing, the instrument moved intuitively with full range of motion in all directions. Instrument was fully functional. The instrument passed electrical continuity testing. No damage was found on the wrist assembly. An additional observation not reported by the site was that the instrument's insulation was damage on the distal end of the main tube. Material was missing. The surface of main tube appeared to be scraped off with deep scratches at several areas.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cables were frayed/broken and wrist was not working. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.